Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 lead, implanted: (B)(6) 2015-05; 6947 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that implantable cardioverter defibrillator (ICD)&#1025;rameters were not set according to protocol due to clinical erro r. "Vt monitor" is set to off. During the patient's next visit to clinic the device will be reprogrammed. The ICD remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the improve sudden cardiac arrestclinical study.